Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air-in-line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. Evaluation was able to load and run multiple programed infusions with no discrepancies. The device was sent for "air-in-line" test at rates of 10 ml/hr, 40 ml/hr, 100 ml/hr, 400 ml/hr, and 800 ml/hr with passing results. Evaluation review data through bio-med options found ultrasonic sensor to be within rage for calibration. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.